Manufacturer narrative:
Concomitant medical products: u128 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, undefined impedance resulting in a polarity switch and lead warning alert. It was also reported that the rv lead exhibited noise. Reprogramming of the lead is planned with possible lead replacement in the future. No patient complications have been reported as a result of this event.